Manufacturer narrative:
(B)(4). The patient did not know if the patient line was properly primed prior to connecting or if the patient line extension was connected prior to priming, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. The patient did not know if the patient line completely primed prior to connecting for therapy and they could not recall if they connected the extension line prior to priming. The patient disconnected after the device alarmed. The technical service representative had the patient cycle the power to clear the alarm and assisted with removing the supplies. The patient was going to complete therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.